Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that there was a disconnection of the tubing from the needless port. During the inspection of the device, glue traces were found on the tubing and on the needless port. Although it is not possible to determine the root cause for the problem reported by the customer it was mentioned that the patient was restless and many people needed to control her. Therefore, it might be likely that the patient disconnected the device. This however, could not be confirmed. During the investigation process these products are 100% tested for leaks and blockages and a review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the patient was intubated, under sedation but restless. Many people needed to control her. The eds iii get cut proximally. Csf leakage was reported. However, there was no clinical consequence to the patient.